Event description:
It was reported that the patient developed an infection. The system was explanted and the patient was treated with antibiotics in the hospital. The patient was discharged on (B)(6) 2014 with no adverse consequences.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.